Event description:
The caregiver alleged that the bed exit alarm is not audible when alarming.

Manufacturer narrative:
The tech found bed exit sound was turned off on the graphical caregiver interface (gci). The tech turned the alarm audible on and provided instruction to the caregiver.